Event description:
It was reported that during a patient visit to the clinic, the device had reached end of life (eol). Premature battery depletion was suspected. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product summary: the device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).